Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected insulin flow blocked alarm noted. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. Customer stated that the blood glucose was up to 146 mg/dl. Customer¿s current blood glucose was 118 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.